Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation surgery, the lens stuck in loader and haptic broke. The lens was not used. Additional information received stating that lens got stuck in company cartridge on advancement and the haptic broke. The surgery was completed with back up lens. There was no patient contact and no patient harm.